Event description:
A "granuloma on the tip of the catheter" was reported. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8711, lot # j10816r58, implanted: (B)(6) 2001, explanted: unk.

Manufacturer narrative:
(B)(4).